Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted cuts in the insulation and no other damages noted in lead body. Helix failed to extend most likely due to dried blood in mechanism.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had damaged on lead body and electrode end. The lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
--